Event description:
The unit's pressure relief valve (dump valve) did not work during a high pressure condition while in patient use. There was no reported patient harm. The dump valve was replaced to correct the problem.